Event description:
Retained surgical items following turp 2006. Pt discharged 03/06 without complications. Pt was seen two days post-op for bleeding, clots and difficulty urinating following strenuous activity. Pt was successfully treated and discharged in improved condition. In 21 days later pt reported passing small piece of plastic from his penis. An x-ray of the pelvis revealed a small f.b. Present in the region of the bladder. Cystoscopy in the next day removed a small white place of plastic that was determined to be the broken tip of the resectoscope used in the turp procedure. Karl storz 26 french inner tube with ceramic insulation resecto sheaths..